Manufacturer narrative:
Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to be in excellent conditions. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. The customer's reported problem was confirmed. According to the investigation, the pump air detector was not working as intended and the pump exhibited intermittent error. The investigation reported that the pump air detector was replaced, and full pm and all functional testing were performed which passed. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an air in line alarm. There was no reported adverse event.